Manufacturer narrative:
B3: event date ¿ these issues were observed between (B)(6) 2025 to (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter/particulate matter (pm) observed in twenty four (24) exactamix vented, high-volume inlets. The pm was described as, ¿dark particles and fiber¿. This issue was observed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: based on evaluation of the reported particulate matter (pm) complaint, this event is determined to conform to a previously identified and well-characterized issue. An investigation has already been performed. The investigation concluded multiple failure modes related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.